Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient saw her healthcare provider (hcp) on (B)(6) 2016 and the hcp put new settings in. The patient liked the new settings and she was doing good. Detailed information later received from the hcp reported the date of service was (B)(6) 2016. She had essential tremor post implant and recurrent migraine headaches associated with crainiocervical dystonia, complicated with parkinsonism, moderate sleep apnea, and homocystinemia. The hcp and patient discussed different medical treatments to help resolve some of the symptoms in addition to the medications she was already on. The tremor was still quite disabling even with the therapy and the hcp thought the patient would benefit from more frequent programming sessions to optimize the therapy. She also experienced dysphagia, balance difficulty, insomnia, and spasmodic torticollis. It was noted that the patient seemed to have worsened gait on group d at baseline settings. The patient was instructed to observe for improvements and adjust as needed. She then was in a ¿fender bender¿ in the afternoon on (B)(6) 2016 and nobody got hurt. She did feel pain in her neck, but seemed fine, so took a muscle relaxer and went to bed. Two nights later she was watching tv and suddenly got shocked by the implantable neurostimulator (ins) several times. It was in her shoulder and neck, eventually moving down her right arm. She turned the ins off and got shocked again, but the symptoms seemed to go away eventually. The patient was anxious that something had happened to her implanted system. She spoke with the nurse at the hcp¿s office the following morning and was told to go to the emergency room (ER) and contact the manufacturer representative (rep). The patient went to the hospital and a CT scan showed everything was where it was supposed to be and did not reveal a lead wire fracture. However, they wanted the device checked out and reprogrammed due to the shocking and the patient had been shaking with the device off. She could not eat and prone to headaches from the tremors. The consumer later reported that she checked the patient out of the hospital because no one came to check the device. She was in the ER for over five hours shaking and she could not take it anymore. She had an appointment with her hcp on (B)(6) 2016 for further evaluation. The hcp reported that the patient had vocal tremor and her fluency was impaired. Her neck was dystonic: bilateral mild and titubation mild. She had bilateral, mild rigidity in her lower extremities along with atrophy in the gastrocnemius. She had flexion and extension problems in the elbows. Additional x-rays were taken and demonstrated no break in the leads. The ins was interrogated and found to be off. The hcp ran an exhaustive impedance check to ensure patency of the system; no open or short circuits were detected at 0.7 and 3.0 volts bilaterally. The system was turned on, but at very low settings. The hcp turned on group d at 0.5 volts on both sides without adverse effect. They slowly increased amplitude to 3.0 and 3.5 volts and did not experience any shocking sensations. They switched between group d, a, and b without adverse effects. The patient was instructed to adjust settings if needed and follow-up in three to four weeks. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.